Event description:
The customer reported that the sys would not start up, no boot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards and connectors were reseated and the power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.